Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the damaged monitor.